Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an electrocautery procedure which caused a lead integrity alert (lia) to triggered for elevated sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, because the or (operating room) staff did not know the patient had an implantable cardioverter defibrillator (ICD) a magnet was not applied to the device while electrocautery was in use and therefore caused artifact/noise which in turn cause inappropriate shocks for the patient. It was noted that after the procedure the device function was operating within expected limits. The ICD remains in use. No further patient complications have been reported as a result of this event.